Event description:
It was reported that the external pulse generator had no output when it was turned on. The generator was returned for service. There was no indication given as to patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had no output when it was turned on. The generator was returned for service. There was no indication given as to patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper and lower cases were broken, all three control knobs were cracked, the battery drawer was broken, one battery latch was broken, one bail cover was broken, the ring cover was broken, and the main keyboard was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.